Event description:
The nurse was spiking the IV fluid bag onto the patient tubing when a portion of the IV tubing (from the spike region to the drip chamber) dislodged from the chamber and fluid spilled from the site. No chemotherapy treatment was running at the time but this was a patient who was admitted for chemotherapy and had an implanted port-a-cath. The nurse along with a co-worker checked additional tubing on the floor and found similar defects.